Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer states infusion set is not locking at insertion site. Customer's blood glucose was 544 mg/dl which customer treated with insulin pump. After troubleshooting, customer was advised that an infusion set would be replaced. No further information provided.